Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began on (B)(6) 2024. It was reported that the patient was experiencing new urinary/bowel symptoms which was not baseline. The patient was experiencing diarrhea. Additional information was received on (B)(6) 2024. The patient stated that their lead was accidentally cut when their spouse was changing their bandages because of a skin irritation. Additional information was received on (B)(6) 2024. The patient reported that their device was disconnected as they cut the wires the other day. The patient stated that their device was not working.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.